Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding to commands and failed calibration tests. An order for the replacement touchscreen was placed for repair. Resolution and disposition are pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, however, the fse observed that the device was actually fully functional. The fse performed log verification and touchscreen calibration without encountering any issues or errors. According to the fse, the cause or most likely cause of the alleged malfunction was due to a possible locked screen, inhibiting unwanted changes. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.